Event description:
The hospital reported a loss of manual ventilation during a case due to a malfunction of the adjustable pressure limiting valve. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The adjustable pressure limiting valve was replaced to resolve the issue. No patient information to date after calls to customer (B)(6) 2022 and (B)(6) 2022. Legal manufacturer: hcs (B)(4).